Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device had an intermittent issue with power. Timing is unknown, however no harm was reported. No additional information can be provided. All available information contains no indication of any adverse events as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device has not been returned for regular pm. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed. H3 other text: device not returned.

Event description:
No additional event information available.